Event description:
It was reported by the sales consultant that all of these hand piece for battery powered drivers were tested in the spd room at the hospital. Detailed description of issue reported: 003966: motor is dead. 005621: motor works intermittently, gears make a rough grinding noise. 002720: motor sounds bad, gears make a loud grinding noise. 004687: motor either doesn't work at all or runs continuously if the unit gets wet. 004506: motor runs continuously if wet but runs ok when it is dry. 004527: motor runs continuously. All of these were discovered during routine inspection by sales rep, and that there was no case or patient involvement. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: gxl. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the service history has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was performed ¿ the customer reported the motor ran continuously when wet but ran normally when dry. The repair technician reported the device failed the speed test, and the housing was damaged during disassembly. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: handle, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on 27-aug-2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history review was performed ¿ lot no: 004506. A service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2013 due to motor failure. The customer called in a service request for this item on (B)(4) 2015 and reported that the device is inoperable-won't turn off/unintended motion. The previous service condition of motor failure is relevant to the current complained issue of device is inoperable-won't turn off/unintended motion. The manufacture date of this item is (B)(4) 2012. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.